Event description:
Surgery with abutment screw replacement on (B)(6) 2023. Surgery was performed due to soft tissue issues and suspicion of hardware involvement. At surgery it was concluded that there was no hardware involvement in the soft tissue issue. The abutment screw was replaced. No product failure. Off label use.